Event description:
During a follow up call, it was reported that the customer had passed away. It was reported that the cause of death was asthma and diabetes related. It was reported that the customer had gone to the hospital due to an ulcer in the foot and due to fever. It was reported that the customer had an infection from their bone that went into the bloodstream, poisoning the blood and there was no cure. It was reported that the customer's leg was going to be amputated, but the customer passed away. It was reported that the cause of death was sepsis. It was stated that the customer had gone for training twice, for the insulin pump, but did not get trained. So the customer never used the insulin pump. The customer's blood glucose at the time of death was unknown. The customer was not wearing the insulin pump at the time of death and had not started using the device. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).